Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Review of the pump¿s manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that no alarms were logged within the analyzed period. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Visual inspection of the returned segments of the driveline cable revealed yellowing of the outer sheath, as well as tears and surface deformations to the outer sheath. Additionally, visual inspection and visual evidence provided by the site revealed fluid and foreign material within the driveline. Supplemental testing of material from the driveline revealed evidence of a silicone-based material; silicone fluid is expected to be present within the driveline sheath. Supplemental testing also revealed foreign material consistent with polyamide (skin). Information received from the site indicated that the patient showed symptoms of hypotension, altered mental status, and fever; sepsis was suspected. Upon admission, the patient¿s white blood cell count had increased, and an x-ray revealed left lower lobe opacities; blood cultures were positive for methicillin-susceptible staphylococcus aureus (mssa) and antibiotic therapies were administered. It was further reported a vad pocket/pericardial infection with pericardial fluid collection and tamponade was suspected. Driveline exit site cultures were positive for mssa, an electrocardiogram showed supraventricular tachycardia, and a chest computerized tomography scan showed a large fluid collection surrounding the pericardial graft which was concerning for infection. Imaging also showed compression of the left ventricle. A large abscess in the chest was found and a washout procedure was performed, with purulent drainage evacuated from around the vad pocket. The patient also experienced acute renal failure associated with increased creatinine levels and decreased urine output, and the patient received furosemide and continuous renal replacement therapy. Per the instructions for use, infection, cardiac arrhythmia, renal dysfunction, and tamponade are known potential complications associated with the implantation of a vad pump. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on historical review of similar events, the most likely root cause of the driveline outer sheath yellowing and damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the risk documentation and available information, a possible cause of the observed fluid and foreign material in the driveline may be attributed, but not limited, to damage of the pump¿s driveline outer sheath, as well as the handling of the device. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information included that the source of sep sis was suspected to be a driveline infection. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that while the source of sepsis was unclear, it was suspected to be due to a driveline infection.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. B7 relevant history corrected from carotid artery disease, ischemic heart failure, hypertension, implantable cardioverter defibrillator (ICD) implant, myocardial infarction, diabetes mellitus type ii, alcohol use, history of smoking to carotid artery disease (treated surgically), ischemic cardiomyopathy, hypertension requiring medication, implantable cardioverter defibrillator (ICD), myocardial infarction, type two diabetes mellitus, alcohol use of greater than 8 drinks per week, smoking. E1 street 1 corrected from (B)(6). Newly received information indicated that the patient experienced methicillin-sensitive staphylococcus aureus (mssa) bacteremia and a suspected ventricular assist device (vad) pocket/pericardial infection with pericardial fluid collection and tamponade. It was also reported that the vad driveline exhibited a leak and possible cut in the internal driveline tracking back to the mediastinum associated fluid along the driveline and infection of the driveline, vad and mediastinum. Driveline exit site cultures were positive for mssa, an electrocardiogram showed supraventricular tachycardia, and a chest computerized tomography (CT) scan showed a large fluid collection surrounding the pericardial graft and was concerning for infection. Imaging also showed compression of the left ventricle. The patient received mediastinal exploration and a large abscess in the chest was found. A washout procedure was performed with a subxyphoid pericardial window and drain placement, and evacuation of 600-700 cc of purulent drainage around the vad pocket. Following the procedure, the patient experienced improved flows. The vad was explanted due to the patient's recovery. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced methicillin-sensitive staphylococcus aureus (mssa) bacteremia and a suspected ventricular assist device (vad) pocket/pericardial infection with pericardial fluid collection and tamponade. It was also reported th at the vad driveline exhibited a leak and possible cut in the internal driveline tracking back to the mediastinum associated fluid along the driveline and infection of the driveline, vad and mediastinum. Driveline exit site cultures were positive for mssa, an electrocardiogram showed supraventricular tachycardia, and a chest computerized tomography (CT) scan showed a large fluid collection surrounding the pericardial graft and was concerning for infection. Imaging also showed compression of the left ventricle. The patient received mediastinal exploration and a large abscess in the chest was found. A washout procedure was performed with a subxyphoid pericardial window and drain placement, and evacuation of 600-700 cc of purulent drainage around the vad pocket. Following the procedure, the patient experienced improved flows. The vad was explanted due to the patient's recovery.

Event description:
It was further reported that blood pressure medications were used during the fluid drainage procedure.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Describe event or problem was updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient also experienced acute renal failure associated with increased creatinine levels and decreased urine output. The patient received furosemide and continuous renal replacement therapy (crrt). The patient's urine output improved and there was a partial improvement in the patient's creatine labs.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient also experienced acute renal failure associated with increased creatinine levels and decreased urine output. The patient received furosemide and continuous renal replacement therapy (crrt). The patient's urine output improved and there was a partial improvement in the patient's creatine labs. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the source of the sepsis, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. The patient is a participant in a clinical study. "Hvad destination therapy post approval study" investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was down, upon emergency medical services (ems) arrival, the patient showed symptoms of hypotension, altered mental status, fever and sepsis was suspected. Antibiotic therapies were administered upon arrival to the local emergency department (ed). The patient¿s white blood cell count (wbc) had increased and an x-ray revealed left lower lobe opacities. Blood cultures resulted (B)(6) for (B)(6). It was further reported that the patient showed improved status following antibiotic administration and volume correction. Of note, the source of the sepsis was unknown. The vad remains in use. No further patient complications have been reported as a result of this event.